Event description:
A customer contacted beckman coulter inc. (Bci) regarding the creatinine pump that was leaking on the module on synchron lxi 725 clinical system. No injury has been reported in connection with this event.

Manufacturer narrative:
Bci service replaced the pump.